Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached 25 mmol/l (450 mg/dl) while wearing the pod on the arm for between 5 and 24 hours. Symptoms reported include hyperglycemia, nausea, dizziness and vomiting. The patient was treated with glucose and fluids. The patient was released from the (B)(6) infirmary the following day. The pod was removed and discarded at the hospital.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.